Manufacturer narrative:
H.6. Investigation summary: one (1) video clip was provided by the customer for investigation. The video shows two (2) syringes. Both syringes appear to have dark spots on the barrels. Neither of the barrels in the video appear to have scale marking issues. Based on the video provided bd acknowledges that the barrels in the video appears to have black spots on the barrels which are likely ink dots resulting from barrel to barrel contact. Ink dots are created by a combination of the ink not given the correct conditions to fully cure before further handling and syringe on syringe contact throughout the process. When the syringes make contact before the ink can fully cure, the ink can transfer from one syringe to another creating an ink dot. After printing, the syringes are conveyed for 5-15 seconds without contact on the printed scale on the printer outfeed chains. After the outfeed chains, the syringes are transported into a bulk bin, conveyor, or airvey where they make contact with other syringes. 5-15 seconds at ambient conditions is enough to time to cure the ink so it can pass permanency testing, however, the ambient conditions are not warm enough to prevent the minor ink dots from occurring. All plastipak syringe lines will have infrared bulbs installed above the outfeed chains to heat the syringes and speed up the ink curing process. Syringes will be orientated before the curing process so that the graduation scale ink is directed towards the infrared bulbs to optimize the curing effectiveness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. All plastipak syringe lines will have infrared bulbs installed above the outfeed chains to heat the syringes and speed up the ink curing process. Syringes will be orientated before the curing process so that the graduation scale ink is directed towards the infrared bulbs to optimize the curing effectiveness. CAPA 76365. H3 other text : see section h.10.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml had foreign matter and scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no. 301035; batch no. 8282700, 8285757, 8262818, 8332625. It was reported "there is some kind of black dust or ink on 75% of the syringes and some of the markings are also rubbed off." I got a complaint on these syringes, they tell me that there is some kind of black dust or ink on 75% of the syringes and some of the markings are also rubbed off. This is the second shipment that this issue has come up and both have been vendor direct shipments. Impacted lot # and quantity. Lot: quantity: 8282700, 3,375, 8285757, 3,375, 8262818, 125, 8332625. 10,125. 7/2/2019- reached out to customer via phone to clarify complaint information, was told he did not have the dates this was found however first shipment with this issue was found sometime in december (was told this was not previously reported and he did not have any additional information on lots affected) and this issue found sometime in may. Was told all lots reported had both black ink or dust and markings rubbing off. Customer also stated that these syringes are purchased in bulk and he believes maybe they are rubbing together causing the marking to rub off and black ink to be present. This was found before use no patient involvement.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8282700, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-09. Medical device lot #: 8285757, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-12. Medical device lot #: 8262818, medical device expiration date: 2023-08-31, device manufacture date: 2018-09-19. Medical device lot #: 8332625, medical device expiration date: 2023-10-31, device manufacture date: 2018-11-28. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml had foreign matter and scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no. 301035, batch no. 8282700, 8285757, 8262818, 8332625 . It was reported "there is some kind of black dust or ink on 75% of the syringes and some of the markings are also rubbed off" I got a complaint on these syringes, they tell me that there is some kind of black dust or ink on 75% of the syringes and some of the markings are also rubbed off. This is the second shipment that this issue has come up and both have been vendor direct shipments. Impacted lot # and quantity. Lot, quantity: 8282700, 3,375; 8285757, 3,375; 8262818, 125; 8332625, 10,125. On 7/2/2019- reached out to customer via phone to clarify complaint information, was told he did not have the dates this was found however first shipment with this issue was found sometime in december (was told this was not previously reported and he did not have any additional information on lots affected) and this issue found sometime in may. Was told all lots reported had both black ink or dust and markings rubbing off. Customer also stated that these syringes are purchased in bulk and he believes maybe they are rubbing together causing the marking to rub off and black ink to be present. This was found before use no patient involvement.